Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) appeared to have a fan failure. The "unit heats up very fast and user can smell a 'burning' smell when device is on." No injury or surgical delay has occurred.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the returned mlx 300w xenon lightsource was in used condition. The evaluation of mlx 300w xenon lightsource observed that the screws were missing for the rear fan, the ac ferrite core was dismantled and stuck in the lamp fan, the turret was physically bent and hard to turn, and lamp was melted on the bottom. The evaluation also discovered a foreign metal piece in the unit. The fans, turret, attenuator switch, ac ferrite core with wires, and the lamp were replaced to address these issues. Root cause analysis: the reported complaint was confirmed. There were screws missing from the rear fan, and the ferrite core was dismantled and stuck in the lamp fan causing overheating and melting of the bottom of the unit. Root cause is likely rough handling/environmental damage.

Event description:
N/a.